Event description:
The customer reported that there was a communication failure error message and that the system could not make exposures. This error may result in a system lock up, no boot, or shut down situation. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.